Event description:
Customer's daughter reports back to back testing on the same meter while using the compact system with results of: 67mg/dl and 127mg/dl. 149mg/dl and 87mg/dl. Quality controls were expired. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.